Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced uim (user interface module) shuts off while on a patient when setting up. A backup ventilator was used. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation:a vyaire field service representative (fsr) evaluated the device onsite and found that the uim (user interface module) would go blank while in use but it was still functional. The uim (user interface module) was replaced then tested and the issue was resolved.